Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead required repositioning, from the his bundle pacing (hbp) to the rv apex, due to high pacing threshold measurements. During the revision procedure, the helix mechanism on this lead stopped functioning. Therefore, this lead was explanted and replaced. No additional adverse patient effects were reported. The explanted lead was not planned to be returned for analysis.